Event description:
It was reported that the lens asymmetrically vaulted due to capsule fibrosis. The pt noticed a decrease in his vision. The lens was repositioned 3 weeks post lens implant and a capsular tension ring (ctr) was used. The patient's current prognosis was described as, "will follow after repositioning." This report pertains to the patients left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.